Manufacturer narrative:
H3: analysis found that there were broken/bent eic pcba knobs and broken docking pcba pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during operation, when starting to use the unit the patient interface error message popped up. They tried to update and then failed to update twice and then they lost signal. They switched out with a different system. Undocked one pi box, connected successfully with wireless connection. Did not attempt to connect with wired connection. Undocked second pi box, connected successfully with wired and wireless connection. Hcp were not on a nerve when this happened and do not foresee any patient issues.